Event description:
It was reported that after a percutaneous peripheral intervention of the right superficial femoral artery, arteriotomy closure of the left common femoral artery was attempted using a perclose proglide device. Reportedly, the device was prepared for use as indicated in the instructions for use. During device positioning arterial marking could not achieved from the marker lumen of the device. The device was removed over a guide wire, re-flushed, and another attempt was made to achieve arterial marking, but remained unsuccessful. A 6mm hematoma developed at the access site. The device was removed and manual arterial compression was applied to express the hematoma and to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.